Manufacturer narrative:
On 5/11/2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, mentor became aware that the patient also suffered bilateral breasts cosmetic deformity. The contralateral side will be reported under (B)(4). Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 490cc mentor memorygel breast implant catalog: shpx490 lot: 7637499 sn: (b)(4 and (right) 490cc mentor memorygel breast implant catalog: shpx490 lot: 7678974 sn: (B)(4). Reason for device explant and/or reoperation: anisomastia on 5/17/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed a crease in the posterior aspect. Leak testing was performed and within the crease was discovered a tear measuring approximately 0.1 cm. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 6881083 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 325cc mentor smooth round moderate profile saline breast prostheses, experienced left side deflation post-operatively. As a result, the patient will undergo implant explantation on (B)(6) 2019.